Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8416978.

Event description:
It was reported that the patient was experiencing inadequate relief from their drg system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient was implanted with 2 additional drg leads in order to establish effective coverage. Therapy was restored post operatively.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. The patient had two new leads added l4 and s2 for more coverage, on 11sept2023. Original leads are still intact. Therapy was re-established. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.